Event description:
It was reported that a composix kugel placed a few months ago. The wound subsequently opened at one end and infection got into the wound, so mesh became infected. The wound site was mrsa positive. They treated the pt for 3 weeks on vancomycin and had 2 clear swabs before they re-opened the pt to remove the mesh. In 2009 - mesh explanted - the mesh came out well with no bowel injury and no other mesh was put in it's place. Procedure: incisional hernia. Approach: open & lap.

Manufacturer narrative:
The report indicates that the pt had and was treated for a wound infection that developed after a section of the wound reopened. The warning section of the IFU states: "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." The report does not specify a product problem and no product was returned for eval, therefore, based on the currently available info, there is no indication that a failure in the device caused or contributed to the event.